Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level as the pump did not shut down. Technical support advised the customer to uninstall and reinstall the mobile app and offered to continue troubleshooting once logs became available, but the customer declined further investigation.